Event description:
It was reported that during a lap. Gastric bypass procedure the 3rd and 4th firing with the device, misfired while creating a stomach pouch. The devices cut the tissue, but all of the staples did not form proper b's. No adverse patient consequence. The case was completed with one of the devices.